Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material and when it adhered in the device was known. There is no possibility that the device with the presence of foreign material was used in a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material larger than the inner diameter of biopsy channel entering into the biopsy channel and causing clogging. It was not possible to further presume the cause of the foreign material entering into the channel since detailed information on handling of the device was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for the issue of weak suction. There is no reported harm to any patient. Upon evaluation of the device, it was observed that there was a foreign material, which was a brush, exiting from the forceps channel. This material had clogged the forceps channel. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of a foreign material exiting from the forceps channel as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was a foreign material, which was a brush, exiting from the forceps channel. This material had clogged the forceps channel. This is attributed to insufficient cleaning. Other observations for the device: due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; distal end rubber coating (a-rubber) adhesive has a chip, crack, and white-clouded area; adhesive around objective lens (ob) is peeled; adhesive around light guide lens (lg) has white-clouded area; distal end cover (c-cover) has a dent; universal cord has a wrinkle; lg lens has a crack; and connecting tube and protector of universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.